Manufacturer narrative:
Eval results: brake cam.

Event description:
It was reported by service report that the brakes are not holding once engaged. No patient involvement or adverse consequences are reported.